Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and last error code 41541 was found. There was a lot of contamination found at the downstream occlusion (dso) sensor and latch/lock area. The most probable cause of the reported problem is the contamination found at the latch/lock area. The dso sensor and latch/lock flex sensor were both replaced.

Event description:
It was reported that the pump showed error code 41541. There was unknown patient involvement. No patient harm/adverse event was reported.